Event description:
It was reported that this subcutaneous implantable cardioverter-defibrillator (s-ICD) exhibited noise being sensed causing inappropriate electric shock. Subsequently, a revision procedure was performed and the s-ICD system was explanted and replaced. No additional adverse patient effects were reported. The product is being returned.